Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, heart and lung issues, cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 09, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath, heart and lung issues, cancer. Device had burning smell and particles in tubing chamber related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected internally, observed unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam ) in the iso port and at the air inlet of the blower box, unknown white dust-like contamination was on top of the blower motor and the blower motor seal, black contamination consistent with keratin, at the air outlet of the blower box, light unknown tan contamination (dust-like) inside on the bottom of blower box, black dust-like contamination (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure. Both sides of the blower box had sound abatement foam that looked like they had moisture. They also observed unknown contamination at the air inlet and the bottom of the blower box, brown and black specks in the bottom enclosure, unknown white dust-like contamination was on top of the blower motor and the blower motor seal. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. They were not able to confirm the complaint of device had burning smell. They also were not able to confirm the complaint of particles in tubing/chamber as customer tubing and humidifier not returned. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.